Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. In (B)(6) 2020 the estimated battery longevity was 53% and had dropped to 14% in (B)(6) 2020. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced without incident. This device is included in the s-ICD premature depletion physician communication.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was depleting faster than expected. In (B)(6) 2020 the estimated battery longevity was 53% and had dropped to 14% in (B)(6) 2020. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is included in the s-ICD premature depletion physician communication.